Manufacturer narrative:
Investigation results: the examination of the pump determined the product was not damaged, and operated normally. There was no hardware related failure observed that could account for the reported problem. The review of the pump's history event log indicated three (3) instances where the calculated rate from the infusion pump was incorrect, and mistakenly infused the medication to the patient at a rate of 216 ml/hr, as opposed to the 5.4 ml/hr rate the anesthesiologist had reported to start the infusion. After several days of attempts to re-create the event, a specific key sequence was discovered that could explain the incorrect calculated rate. This sequence was found on (B)(4) and this information was provided to the hospital who reported this problem on (B)(4). Subsequent to this discussion, the anesthesia clinical engineer confirmed that the sequence identified that causes this problem was actually entered by the anesthesiologist during the event. Investigation conclusions: the cause of this event was the key entry of a specific key sequence that could present to the user a calculated rate for the infusion pump that is incorrect. It was determined that a conflict of the dose and its associated rate can occur when a certain unique sequence is used, and although the conflicting values are displayed, the user may not recognize this error, which could result in an inappropriate flow rate for the dose setting entered. This could result in an over-infusion or under-infusion. Due to the nature of this reported problem, this problem can result in a risk of over-infusion or under-infusion. Based upon the product's use history with customers since its introduction, we believe the probability of the failure to be very low. However, due to the potentially high severity of risks involved, iradimed corporation has implemented a recall action (recall no. 3005053560-07/01/13-001-r) to address this error and prevent any potential risks posed by this problem. (B)(4).

Event description:
During an MRI scan, the hospital had reported that the 3860 pump was programmed to deliver remifentanil at a flow rate of 5.4 ml/hr for a volume of 15 ml using the customer's dose error reduction system (ders) library. A short time after the infusion was started, the anesthesiologist noted the infusion was completed, and the anesthesiologist took steps to manage the patient, and the mr procedure continued without further incident. It was reported no harm came to the patient.